Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2023-00556.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism using an indigo system cat12 aspiration catheter (cat12), a lightning aspiration tubing (lightning), an indigo system separator 12 (sep12), and a penumbra engine (engine). During the procedure, the physician treated the left lung by removing the thrombus under aspiration using the cat12 and sep12. Shortly before the end of the procedure, the patient started coughing blood. The physician then noticed bleeding from a capillary in the left lung, indicating a vascular rupture. The patient was then ventilated, and it was reported that the bleeding stopped relatively quickly without any treatment. The procedure ended at this point. The patient''s current health status is good, with spontaneous breathing the day after the procedure. The relationship between hemoptysis, the cat12 and sep12 is unknown.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemoptysis is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. Evaluation of the returned sep12 revealed an undamaged device. There was no reported allegation against sep12. The sep12 was able to advance through the returned cat12 without an issue during evaluation. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2023-00556.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism using an indigo system cat12 aspiration catheter (cat12), a lightning aspiration tubing (lightning), an indigo system separator 12 (sep12), and a penumbra engine (engine). During the procedure, the physician treated the left lung by removing the thrombus under aspiration using the cat12 and sep12. Shortly before the end of the procedure, the patient started coughing blood. The physician then noticed bleeding from a capillary in the left lung. The patient was then ventilated, and it was reported that the bleeding stopped relatively quickly without any treatment. The procedure ended at this point. The patient's current health status is good, with spontaneous breathing the day after the procedure. The relationship between hemoptysis, the cat12 and sep12 is unknown.